Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they had low blood glucose value. Customer¿s blood glucose value at time of incident was 41 mg/dl and current blood glucose level is 102mg/dl. Customer treated with food. Customer stated that their mind gets fuzzy, shaking, sweating, anxiety, mental confusion, belligerence, inability to follow simple commands, weakness and fatigue as a result of low blood glucose level. Customer was suggested to call healthcare professional to discuss possible causes of low blood glucose levels. Customer was moved to high blood glucose troubleshooting and mentioned that customer¿s blood glucose level at time of incident was 250 mg/dl and current bg: 93 mg/dl. Her endocrinologist adjusted her carb ratios 3 weeks ago, and so caller has been having lows in the 40mg/dl, and so customer ate carbs, and her sugars shot up to 250mg/dl. Customer also reported about getting no delivery alarms. Insulin pump will not be returned for analysis.